Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a root cause cannot be determined. It was reported that there were no allegations against the device, and that the paravalvular leak was associated with the initial physician's implant technique.

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve, a paravalvular leak (pvl) was noted. The valve was removed by a second physician, who implanted a second valve with no adverse patient effects. The second physician indicated that the pvl was due to the implant technique of the first physician, and that there were no device-related issues associated with the first valve¿s performance.

Manufacturer narrative:
It was reported that the device would not be returned for analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.